Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient experienced perforation and tamponade. A drain was used and a sternotomy was performed, and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: (B)(6). Model #: mc1avr1-delsys / expiration date: 28-dec-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Mfg date: 02-jul-2021. Labeled for single use: yes. Concomitant medical products: product ID: mc1avr1-delsys; serial# (B)(4). If information is provided in the future, a supplemental report will be issued.